Event description:
It was reported that the apg+ curved handle did not hold sizer pin guides during case. Also sizer pin guides 52+0 was worn down and would not stay on the handle. All instruments were disposed of before being able to return back. All pieces were recovered. No surgical delay.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. All available photo evidence were reviewed and does not shows a defect or malfunction that could be attributed to the allegation reported, therefore, based on the information provided is not sufficient evidence to determine a defect. No issues were observed, thus, the complaint is not confirmed. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.